Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary:he complaint device was received at the service center and evaluated. It was reported that the vapr vue was not working when activated by foot pedal. Per service reports, this complaint can be confirmed. It was found during evaluation that the device did not recognize the vapr vue (generator). Broken standoffs were also observed. Moreover, the device was found to be non-repairable; therefore it was not restored to the specifications. As requested by the customer, the device was sent to the customer without repair. With the available information, we cannot determine the root cause of the identified failures. A manufacturing record evaluation was performed for the finished device lot number (1306124), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affiliate in latvia that during a unspecified arthroscopy procedure, it was observed that the vapr vue generator device was not working when activated by the foot pedal device. According to the reporter, the electrodes with hand control were working but not properly as they seemed to have very high energy. It was further reported that sometimes 3 or 4 electrodes would need to be changed during one operation (approximately 1 hour length). There was a delay of 3-4 minutes in the surgery. The procedure was completed by changing the electrodes. There were no patient consequences reported. No additional information could be provided.